Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a decrease in heart rate and oxygen saturation, unstable blood pressure, and weakened pulsation of the major arteries upon palpation. Immediate cardiopulmonary resuscitation (CPR) and emergency bedside endotracheal intubation were performed. After intubation, a air leak air was discovered, and the patient's oxygenation did not improve. A noticeable leaking sound was heard, and the cuff could not be inflated. The tube was replaced with 7.5mm tube that functioned normally but increased discomfort for the patient.